Event description:
It was reported that physician and patient chose to replace abbot battery, which is at its end of service with medtronic battery. Patient has two percutaneous abbot leads in place. Physician declined replacing non medtronic leads with medtronic leads. Upon connecting adaptor to leads, impedance issues appeared to 2 electrodes. Physician aware and acknowledged that they electrode may not be able to be used. No issues programming around these electrodes. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).